Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. It also indicated the impedance trend of the right ventricular pacing lead was rising.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.